Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to low amplitude, noise and oversensing. Feedback was requested to technical services in order to determine an appropriate resolution. Troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that further inappropriate shocks were delivered. X-rays were performed. Technical services provided troubleshooting and further evaluation of the patient. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to low amplitude, noise and oversensing. Feedback was requested to technical services in order to determine an appropriate resolution. Troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported.